Manufacturer narrative:
The biomedical engineer (bme) reported that the waveforms on the tiles appear to lag and pause on the central nurse's station (cns). He also reported that today a nurse stated the display went black and then came back up. He stated the issue was brought to his attention by the nurses on floor 5 in department edou. He reported the issue occurred (B)(6) 2026 around 10:00 am est. After rebooting, he stated the waveforms still appeared to pause. He is going to compare the behavior on another cns to see if the same issue occurs there. I asked him to capture the issue on video if possible so we can review it along with the logs. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the waveforms on the tiles appear to lag and pause on the central nurse's station (cns). He also reported that today a nurse stated the display went black and then came back up. He stated the issue was brought to his attention by the nurses on floor 5 in department edou. He reported the issue occurred (B)(6) 2026 around 10:00 am est. After rebooting, he stated the waveforms still appeared to pause. He is going to compare the behavior on another cns to see if the same issue occurs there. I asked him to capture the issue on video if possible so we can review it along with the logs. No patient harm was reported.